Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an infection over the extension of the implantable pulse generator (ipg) and the extension sit of the lead, replacement went as planned. The device will not return because it was sent for culture and then be destroyed. The patient is recovering fine and replaced system has the same settings. Electrocautery was not used. Additional information was received indicating that the results of the culture taken reveal the presence of propionibacterium acnes in a single medium.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6) . Batch: 5003262.

Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an infection over the extension of the implantable pulse generator (ipg) and the extension sit of the lead, replacement went as planned. The device will not return because it was sent for culture and then be destroyed. The patient is recovering fine and replaced system has the same settings. Electrocautery was not used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003262.